Manufacturer narrative:
This is default text configured for block h10.

Event description:
Medication is not coming out from the device [product delivery mechanism issue] no adverse event [no adverse event] . Case narrative: this initial spontaneous report concerns of events product delivery mechanism issue and no adverse event in a female patient (age, and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On 23-jun-2026, amneal pharmaceuticals received information from the patient via telephone call and email concerning above-mentioned adverse events experienced by the patient while on amneal's albuterol sulfate inhalation. On an unknown date in (B)(6) 2026, the patient was being treated with albuterol sulfate inhalation, 90 mcg (ndc: (B)(4), batch number: ai25019, expiration date: oct-2027 and serial number: (B)(6) for an unknown indication. Current condition, co-suspect medication, concomitant medication, historical medication, medical history, history of procedures, allergies, smoking/alcohol consumption, recreational drug use, and laboratory tests were not reported. On an unknown date in (B)(6) 2026, the patient received one sealed medication box and on an unknown date in (B)(6) 2026 she started using the medication and after using it for seven days she observed that medication was not coming out of the device, and she denied providing the dose counter reading. She confirmed that she had followed all the instructions. Last action taken with albuterol sulfate inhalation in relation to product delivery mechanism issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of events product delivery mechanism issue and no adverse event was unknown. The reporter did not provide the causality of events product delivery mechanism issue and no adverse event with albuterol sulfate inhalation. This case was considered as serious. The reportability of this case was expedited.